Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified when the evaluator found the keypad not functioning properly. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump needs key membrane, the main key involved was the 0 key. There was no patient involvement. No additional information is available.